Event description:
It was reported that the patient experienced a pocket infection and the abbott pacemaker eroded through the patient¿s tissue. A full pacemaker system explant was completed on (B)(6) 2024 including removal of the atrial and right ventricular medtronic leads. The patient was reported to be in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5156739.